Manufacturer narrative:
This is 1/3 reports. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 'a post-market clinical follow-up (pmcf) survey was conducted for wingspan device and responses (double blinded) from physicians was received on 25-sep-2025. The clinical specialists involved in the survey were from united states, china, japan, italy and spain'. Below are the negative responses received during the survey deployment: 1. United states: intraprocedural arterial rupture. Symptomatic intraprocedural intracranial hemorrhage secondary to use of the catheter. Restenosis > or = 50%. Catheter's degree of pushability was not as expected throughout the procedure. 1, 2, 3, 4, 5 attempts to achieve delivery of the stent to the target vessel. Kinking with catheration and separation of shaft. Kinking with catheter at any point throughout procedure. Catheter's flexibility was not appropriate to facilitate successful navigation to the treatment target. Catheter's trackability was not as expected throughout the procedure. The reported 'patient vessel perforation', 'patient intracranial hemorrhage' and 'patient vessel restenosis' are listed in the wingspan dfu as anticipated outcomes of these types of procedures. Therefore, an assignable cause of anticipated procedural complication will be assigned to these 'as reported 'events. An assignable cause of undeterminable will be assigned to the as reported code 'stent delivery catheter broken/fractured during use'.

Event description:
Post-market clinical follow-up (pmcf) double blind survey was conducted for subject stent where physicians from united states participated. Results from the survey stated that there was separation of shaft of subject device and adverse events intraprocedural arterial rupture, symptomatic intraprocedural intracranial hemorrhage secondary to use of the catheter, restenosis > or = 50% were reported to have occurred as per the responses received. No further information is available.

Event description:
Post-market clinical follow-up (pmcf) double blind survey was conducted for subject stent where physicians from united states participated. Results from the survey stated that there was separation of shaft of subject device and adverse events intraprocedural arterial rupture, symptomatic intraprocedural intracranial hemorrhage secondary to use of the catheter, restenosis > or = 50% were reported to have occurred as per the responses received. No further information is available.